Event description:
It was reported that the ekos device was leaking. An ekosonic endovascular device, 106x18cm was selected for use to treat a pulmonary embolism. When the physician attempted to flush the ekos catheter, it was observed that the hub was pulling air. It was not reported whether the physician was attempting to flush coolant or lytic. The ekos device was exchanged to resolve the issue. It was not reported at what point during ekos therapy the device exchange occurred. There were no reported patient consequences.

Event description:
It was reported that the ekos device was leaking. An ekosonic endovascular device, 106x18cm was selected for use to treat a pulmonary embolism. When the physician attempted to flush the ekos catheter, it was observed that the hub was pulling air. It was not reported whether the physician was attempting to flush coolant or lytic. The ekos device was exchanged to resolve the issue. It was not reported at what point during ekos therapy the device exchange occurred. There were no reported patient consequences.